Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had upstream occlusion alert. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 2400100000-2022-8115 for this event. The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A review of the event history log revealed multiple "'upstream occlusion!" Messages. Upstream occlusion testing was performed, and the device was found to be within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.